Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level ranged from 250-300 mg/dl. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.